Event description:
It was reported that a edwards aortic bioprosthesis was explanted for after a duration of approximately 10 years, due to severe aortic valve stenosis. The valve was replaced with another edwards bioprosthetic valve. Prior to surgery, the patient was treated for decompensated heart failure and management of acute renal failure. The operative report noted, "the bioprosthetic aortic valve was severely degenerated with calcific degeneration and partial fusion of the right and left coronary leaflets." After the surgery, the patient was taken to the recovery room in stable condition.

Manufacturer narrative:
Evaluation method: x-ray. Evaluation summary: as received the tissue was mostly cut off. Approximately 2-3mm of tissue remains along the attachment. Sections of the cut off tissue were returned along with the valve. Calcification was heavy in the remaining attached tissue and in the sections returned. Calcification most likely led to stenosis. Host tissue overgrowth was moderate to heavy at the stent inflow. The evaluation confirmed the presence of heavy calcification and host tissue/pannus as the primary causes of the reported stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As noted, this patient has a history of renal insufficiency. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.